Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, device was fired once during procedure and the staples did not form correctly and seemed to scatter. There was no change to procedure or post-op patient care and there was no patient consequence reported.